Event description:
The sales rep reports that during a lap hemicolectomy procedure, the surgeon was using the device to apply counter traction against the abdominal wall while inserting a bladeless trocar. The babcock handle broke where it connects to the shaft of the instrument. Another instrument was opened and used during the case. No patient consequence.